Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An insulation breach was noted on the rv lead near device header. The physician suspected it was due to the positioning of the extra lead in the pocket. Medical adhesive was applied to the insulation breach followed by a suture sleeve. A new generator was connected. The numbers for the lead all looked good. Patient weight is unknown.

Manufacturer narrative:
Correction: b5 statement.

Event description:
It was reported that the patient presented for a routine device exchange. During procedure, a lead insulation breach was observed on the right ventricular lead. The physician suspected it was due to the positioning of the extra lead in the pocket. Medical adhesive was applied to the insulation breach followed by a suture sleeve. The new generator was connected and all measurements were stable. The patient was stable post procedure.